Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported approximately one hour after starting treatment with a prismaflex m150 set, an external blood leakage from the top of the filter from the return line side was observed. It was reported "blood came out from the circuit". It was reported the disconnected blood line was reconnected in order to return blood to the patient. It was reported treatment was started with a new set and ¿session is smoothly going¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation however, a picture was provided. The visual inspection observed an external blood leakage from the return screwed connector. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: should additional relevant information become available, a supplemental report will be submitted.